Event description:
It was reported that the patient came to the ER (emergency room) after receiving multiple shocks. Interrogation of the device showed non-physiologic sensing. It was further reported that the patient received 60 shocks for noise. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.